Manufacturer narrative:
Model number/catalog number 72404310. Serial number (B)(4). Batch/lot number 903844003. Model/catalog description pump ms. Model number/catalog number 72404161. Serial number (B)(4). Batch/lot number 903766010. Model/catalog description reservoir 65ml pc. Product investigation: cylinders: the complaint component was returned and analyzed, and the reported allegations of fluid loss, cylinder damage were confirmed via product analysis. Inspection revealed contamination; functional testing was not performed as a result. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Pump: the complaint component was returned and analyzed, and the reported mechanical malfunction could not be confirmed via product analysis. Based on a lack of damage on the returned device and confirmed cylinder damage, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Reservoir: the complaint component was not returned for analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to fluid loss with cylinder tear and pump malfunction. New inflatable penile prosthesis 16 cm x 9.5 mm cylinders and pump components were implanted. The event was reported as resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted additional information received indicated that when the patient pressed the pump bulb to inflate the cylinder, the pump was not working well and there was a lack of inflation in cylinder. Cylinder tear is main cause of fluid loss and the pump stayed flat. The onset of the event leading to the revision surgery was 3 weeks ahead of surgery.

Manufacturer narrative:
Medical device: model number/catalog number 72404310, serial number (B)(4), batch/lot number 903844003, model/catalog description pump ms. Model number/catalog number 72404161, serial number (B)(4), batch/lot number 903766010, model/catalog description reservoir 65ml pc.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to fluid loss with cylinder tear and pump malfunction. New inflatable penile prosthesis 16 cm x 9.5 mm cylinders and pump components were implanted. The event was reported as resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted additional information received indicated that when the patient pressed the pump bulb to inflate the cylinder, the pump was not working well and there was a lack of inflation in cylinder. Cylinder tear is main cause of fluid loss and the pump stayed flat. The onset of the event leading to the revision surgery was 3 weeks ahead of surgery.